Manufacturer narrative:
Visual, dimensional, and functional analysis was performed on the returned device. The reported difficulty to insert was unable to be confirmed due to the condition of the returned delivery catheter (dc) pod. The reported material separation not confirmed; however, the tip of dc pod was folded inward which was likely mistaken for a separation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no indication of a lot specific product quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. It may be possible that the filter was pulled into the pod too quickly or with excessive force causing the noted damage to the delivery catheter pod and preventing the filtration element from being able to load properly; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling.h6- medical device problem code 1069 (break) was removed and replaced with codes 1562 and 1316.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported during the preparation of the emboshield nav6 embolic protection system (eps), it was noted that the delivery catheter was broken (fractured). Another emboshield nav6 was used to successfully complete the procedure. There was no patient involvement and no clinically significant delay reported. No additional information was provided.